Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus during an esophagogastroduodenoscopy (egd) control bleeding procedure performed on (B)(6) 2022. During the procedure, the clip was able to grasp and lock onto the tissue, but would not detach from the catheter to deploy. The manipulation was used as the device was opened and closed, and the clip eventually detached from the catheter and did not stay onto tissue as well. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Note: it was reported that manipulation was used as the device was opened and closed. However, per the hemostasis clips instructions for use (IFU), do not forcibly pull back on a clip that is deployed and has not detached from the coil. This will tear the tissue and likely result in severe bleeding or perforation.

Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.